Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading displayed as "low" (specific value was not provided), and the meter bg reading was 950 mg/dl. As a result of the basal suspension, the customer was admitted to the emergency room and subsequently hospitalized in the intensive care unit on (B)(6) 2024. While in the hospital, the customer was given an intravenous fluids of saline and insulin. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.